Event description:
It was reported that a female patient (35kg) underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Cardiac tamponade occurred during the procedure. Pericardiocentesis was performed, and the blood drainage was confirmed by the echo, the procedure was completed. Blood pressure also returned and the patient was placed under observation. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15cc. The physician's opinions on the relationship between the event and the product: pentaray was not involved with the issue. The issue may have occurred during ablation. No abnormalities were observed prior to use or during use of the product. Pentaray nav sh was used for this procedure. When mapping was started after insertion into left atrium, there was a considerable noise in the whole system. Therefore, reconnection and replacement of the cable were performed, but the issue was not resolved. The issue was resolved by changing the catheter to another one. Additional information was received. During the signal interference, the affected catheter was inside the patient¿s body. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event, but the detail is unknown. The patient has a relevant history- treatment for heart failure. Force visualization features used were real time graph and tag index with no additional filter used with the visitag. The noise issue was assessed as not MDR reportable. The risk to the patient was low. Since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-oct-2022. The patient is 68 years old. The signal interference (noise) was observed on the intracardiac (ic) and carto. The physician had an intact ECG signal available to monitor patient heart rhythm. No relevant tests/laboratory data. Generator information was a bmc rf generator. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Parameters for stability for the visitag module used was 3mm, 3sec, 3g, 25%. Therefore, processed the ¿a2. Patient age at the time of event¿ and ¿a2. Age unit¿ fields. Per the additional concomitant products provided, processed the ¿d10. Concomitant medical products and therapy dates¿ field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 17-nov-2022, noted a correction to the 3500a initial as it should have included the unk_carto 3 in the ¿d10. Concomitant medical products and therapy dates¿ field. Therefore, updated this field.

Manufacturer narrative:
The investigation was completed on 16-may-2023. A manufacturing record evaluation was performed for the finished device 30837229l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 16-may-2023, noted the following corrections to the 3500a initial:. -h3. Device evaluated by manufacturer? From ¿no¿ to ¿not returned to manufacturer¿. -h3. Reason for non- evaluation from ¿device evaluation anticipated, but not yet begun¿ to field left to blank. -h6. Type of investigation: from¿ type of investigation not yet determined (b21)¿ to ¿device not returned (b17)¿ . -h6. Investigation findings: from ¿results pending completion of investigation (c21)¿ to ¿no findings available (c20)¿ . -h6. Investigation conclusions: from ¿conclusion not yet available (d16)¿ to ¿cause not established (d15)¿. -h10. Additional manufacturer narrative should have included: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted.